Event description:
A customer reported that the adc device detached prematurely, therefore, was unable to obtain sensor scans. The customer became hypoglycemic and experienced symptoms described as "weakness, strange tinnitus, became dark in front of their eyes, felt like they were underwater", and a loss of consciousness. The customer was unable to self-treat, requiring the administration of glucose by a third party. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.